Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) device displayed question marks in all the high rate counters of the inte rrogation report. The device remains in use. No patient complications have been reported as a result of this event.